Manufacturer narrative:
(B)(4). The device associated to the complaint was not returned for analysis. This batch was manufactured in 2008. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle of the broach handle is loose. The broach still attaches to the handle but quite loosely and there is potential for it to get looser over time.